Event description:
It was reported that the balloon ruptured, markers detached, and additional intervention was performed. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. While removing the balloon, both radiopaque (ro) markers detached from the catheter. One ro marker went into a side branch of the superficial femoral artery (sfa) and could not be retrieved with a snare. The other ro marker went down to the popliteal artery where it was subsequently confined using a stent. The procedure was completed using the original device. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. The lot number was asked by the initial reporter but was unknown by the account/customer. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. The lot number was asked by the initial reporter but was unknown by the account/customer. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon ruptured, markers detached, and additional intervention was performed. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. While removing the balloon, both radiopaque (ro) markers detached from the catheter. One ro marker went into a side branch of the superficial femoral artery (sfa) and could not be retrieved with a snare. The other ro marker went down to the popliteal artery where it was subsequently confined using a stent. The procedure was completed using the original device. There were no patient complications as a result of this event. It was further reported that the target lesion was very calcified, hard lesion throughout the sfa, described by the physician as "coral reef". The rated burst pressure was reported at 14 atm. The physician was unable to cannulate the tiny branch to retrieve the first marker, but the vessel was so small they are not worried about it causing any complications. The other marker will stay in place since a stent was placed to confine it. The patient was stable and doing well after the procedure.